Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of >350mm thoracic aortic dissection. It was noted that this patient had an aortic arch replacement performed 2-3 years previously. It was noted the dissection was in the area of the brachiocephalic artery (bca) and left common carotid artery (lcca). It was decided that these arteries had to be sacrificed in order to preserve perfusion of the left subclavian artery. Therefore a zone 0, fenestrated stent graft fevar was planned. It was reported that during the index procedure, a vascular bypass from the lsa to lcca and bca was performed first. The stent graft vnmc3434c223tj was perforated (8mm*8mm) and a balloon expandable stent was attached as a branch. The stent graft deployed as planned in the left subclavian artery and the fenestrated area was aligned, this part then dislodged to the rear wall and came into contact with the blood vessel wall. Several attempts were made to cannulate but it was unsuccessful and it was decided to perform a chimney technique instead. The proximal stent graft then dislodged distally by about one stent due to the guidewire operation in the fenestration cannula. Blood flow towards the false lumen was slightly observed afterwards. As per the physician the cause of the event was anatomy and user error. It was noted that the fevar procedure itself outside the IFU contributed to the event. Also it was said if the fenestration was aligned correctly, stent graft dislodgment would not have occurred. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Fill evaluation summary: the reported inaccurate delivery could not be confirmed on the films provided; therefore the cause of the event could not be determined.. Lack of pre and post implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy or for visualisation of the stent graft in vivo positioning. Angiogram showing the dislodgement of the stent graft during the off label fenestration procedure were not provided. Analysis of the returned videos did not reveal any obvious out of specification stent graft integrity issues. Other unknown anatomical or procedural issues cannot be ruled out as a potential cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.